Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. As received the charger was resetting and was unable to charge a battery pack. Upon eval, the q1 transistor was internally shorted. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the damaged component. The last patient to use this charger/modem did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, charger/modem sn (B)(4) was resetting. The last patient to use this battery pack did not report any deficiencies.